Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to low blood glucose level. The customer¿s reported blood glucose level at the time of admission to hospital was 20 mg/dl and at the time of the event was 107 mg/dl. The customer was treated with glucose for low blood glucose level. The insulin pump will be returned for analysis.